Event description:
It was reported that this pacemaker system recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurements of greater than 3,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred and episodes with noise. Technical services (ts) suspected lead fracture but it was not confirmed. No adverse patient effects were reported. This system was explanted and replaced.

Event description:
It was reported that this pacemaker system recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurements of greater than 3,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred and episodes with noise. Technical services (ts) suspected lead fracture but it was not confirmed. No adverse patient effects were reported. This system remains in service.